Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the surgery for transverse fracture of left radial diaphysis with the product in question. The patient is a 36-year-old female, auto mechanic. She was injured in a bicycle fall on (B)(6). She returned to work 5 days postoperatively with her cine immobilization lifted. She felt discomfort on (B)(6) and the implant was discovered broken on (B)(6). Reoperation was performed on (B)(6). The physician determined that the fracture was not due to a defective implant, but rather due to post-patient therapy. The patient requested a report on whether there are any deficiencies in the manufacturing of the implants. The devices are disinfected and cleaned. No infectious disease. The patient status/ outcome is stable. No further information is available. Concomitant detail: unk screws: trauma (part#: unknown, lot#: unknown, quantity#: unknown). This report is for one (1) lcp 2.7 straight 7ho l67 ti. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the lcp 2.7 straight 7ho l67 ti was broken in two pieces, both pieces were returned for analysis. No other defect was found a dimensional inspection was unable to be performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lcp 2.7 straight 7ho l67 ti would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. Product code: 449.683. Lot number: 508p130. Manufacturing site: mezzovico. Release to warehouse date: 22 nov 2021. A manufacturing record evaluation was performed for the non-sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E2, e3: initial reporter is a healthcare professional.